Event description:
Pt had displaced fracture of right femoral neck. In or for bipolar arthroplasty. During the procedure, after the canal had been prepared and lavaged, the cement was inserted. The pt began to have bradycardia. Despite attempts at resuscitation with lidocaine and atropine, pt expired 42 minutes later from progressing bradycardia and hypoxia leading to cardiopulmonary arrest. Anesthesia used was marcaine spinal 15 mg inserted at l3-4.